Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber snapped during the sixth laser use, damaging the equipments debris shield and necessitating a fiber replacement. There were no patient complications.